Manufacturer narrative:
The placement and removal dates have been updated, which are reflected in this follow up report.

Event description:
Failure to osseointegrate. The placement and removal dates have been updated, which are reflected in this follow up report.

Event description:
Failure to osseointegrate.